Manufacturer narrative:
(B)(4). Batch #: u5ck96. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: three photo images were returned for evaluation. Upon visual inspection of three photos, the following was observed: the first photo shows a device from anvil area with a green reload loaded and all staples can be seen protruding. This condition is due to an incomplete fired. The second photo shows a device from trigger area and the closing trigger can be seen broken. The third photo shows a device from top view inside of its package and with a green reload loaded and the closing trigger can be seen broken. Based on the photos reviewed, the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the clamp contour didn't work in the operating room. Another clamp contour was used to solve the issue. The device was used in usual conditions of use. The staples were not released after the pressure on the dedicated handle. After a visual inspection, the staples are visible on the cartridge; the closed handle was broken by the surgeon because he was not able to retract the top cartridge. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 02/24/2021; d4: batch # u5ck96; h6: component code = mechanical (g04). Device analysis: visual analysis of the returned sample determined that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage. The device was received with a reload present. The reload was returned with all staples present and protruding, with the washer uncut and with the knife recessed below the cartridge deck. The drivers were noted to be partially advance. The reload lockout was not engaged; this is correct since reload still had staples. The ledge of the lockout showed no indentations. The device was tested for functionality with the returned reload and using a screwdriver as a closing lever. The device fired, cut, and formed the staples as intended. The cut line was complete, the staple line was complete and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. It should be noted that product failure is multifactorial. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue and or trying to close the device with the cartridge not fully seated. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing, the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.